Manufacturer narrative:
The account replaced the brake steer with an upgrade kit to resolve this issue.

Event description:
The account alleged that the head end brake casters will not hold. No pt impact.